Event description:
It was reported the patient had a surging sensation that started happening on occasion 2-3 days prior. This sometimes happened when they turned the implant on. It was noted the patient had had a lot of pain lately, over the last several months. The patient had stimulation so high that it was becoming uncomfortable, so they turned the stimulation down. The patient was walked through disabling adaptive stimulation and turning stimulation down. After lowering settings, the patient had comfortable stimulation. The cause of the event was unknown, further follow up is being conducted to obtain this information.

Manufacturer narrative:
Concomitant products: product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).